Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor was suspend and not within acceptable range. The customer¿s blood glucose level was 200 mg/dl and sensor glucose was 65 mg/dl at the time of incident. The sensor will not be returned for analysis.